Manufacturer narrative:
Medical device expiration date: na. Initial reporter address: (B)(6). Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer observed that information was associated with the wrong patient. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "when creating the work list, the client associated a patient with a bd max tube (scan of the exam number, demography ok, then scan of the bd max tube). The scan was run on the bd max but on the report it is no longer the correct patient associated with the bd max tube."

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer observed that information was associated with the wrong patient. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "when creating the work list, the client associated a patient with a bd max tube (scan of the exam number, demography ok, then scan of the bd max tube). The scan was run on the bd max but on the report it is no longer the correct patient associated with the bd max tube."

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "biogx hsv vzv - patient misassociation". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument ct1435 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 6/21/2019. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Complaint history for ¿results¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the "no results" was assessed as severity s2 with potential harm is short delay in results, testing must be repeated. Patient may require recollection of specimen possibly resulting in distress and/or mild discomfort. Via document baltrm-maxinst-aph, revision 21, line sw132. H3 other text : see h.10.